Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented during a follow-up with post-paced t-wave oversensing in real-time. Programming changes were made. Dft and further actions will be discussed with the physician.